Manufacturer narrative:
.

Event description:
The customer reported a white residue found on the items of a completed load. The customer stated that upon contact with the residue he experienced hydrogen peroxide contact on his left hand. He stated that he felt a burning sensation at the contact site. The customer did not see a doctor or require treatment for the contact. He stated that he rinsed the area with cool water and the burning sensation stopped. The customer stated that he was processing some items without a tray.